Event description:
It was reported by svc report that the power cord had a tear in the outer sheathing. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: damaged power cord outer sheathing.